Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient had undergone bilateral breast implant removal. On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient's date of explantation was on march 17, 2022. In addition, the patient underwent bilateral replacement with the following devices: (right) 350cc mentor memorygel breast implant catalog: 3505350bc lot: 9630373 sn:(B)(6) and (left) 350cc mentor memorygel breast implant catalog: 3505350bc lot: 9644553 sn: (B)(6) . The patient's capsular contracture also became baker grade IV during the time of explantation. Reason for device explant and/or reoperation: capsular contracture

Manufacturer narrative:
On may 16, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth uhp 240cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (7504520). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. An analysis of the suspect medical device's photo was also completed on may 27, 2022: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 240cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade iii), post-procedure. The breast is characterized with soreness and hardness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.